Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken suture wing was confirmed and the cause is unknown. The product returned for evaluation was 6fr dl powerpicc catheter. The returned product sample was evaluated and the following observations were made: a complete break and separation of the suture wing was confirmed. The fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the suture wing damage. While the exact cause of the observed broken suture wing could not be determined from the returned sample, possible causes include flex fatigue, placement technique, and prolonged exposure to chemical cleaners used during use of the product a review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. Manufacturing controls are in place to mitigate the occurrence of this type of failure. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
It was reported one of the wing of the PICC dropped off after 4 weeks of insertion. Doctor had to suture the PICC on the patient instead of using statlock. The PICC was inserted in the patient for about 4 weeks. Additional information received 6/13/2023: PICC was removed after 3 ¿ 4 days after the wing broken. 09/01/2023- it was found during investigation that a complete break and separation of the suture wing was confirmed.